Event description:
It was reported that oversensing was observed on the right ventricular lead of an asymptomatic patient during follow-up. The oversensing could not be reproduced. The lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.